Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 42.5-42.8cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location. A fracture of the inner coil was noted at 29.1cm from the distal tip consistent with fatigue. (B)(6).